Event description:
User experienced a discrepant positive result for toxoplasmosis igg. It is unknown if erroneous result was reported. User does not state the patient was adversely affected. If additional information is received, appropriate notification will be provided.